Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.0x8 rx mini trek, 2.25x12 rx trek. Guide wire: prowater. Guide cath: 6 french xb 3.5, 6 french guideliner catheter extension. Other: angiomax. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and mildly calcified which likely contributed to the physical resistance. Although a conclusive cause for the reported perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Perforation and angina are known adverse events as listed in the xience instructions for use. The first inflation to treat the perforation was reported to be at 6 atmospheres (atm) for 196 seconds and the second inflation was at 6 atm for 1,886 seconds. This likely contributed to the reported angina during the balloon inflations. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. To ensure this is not the result of a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. A sampling of units from every lot is destructively tested prior to release to verify product quality.

Event description:
It was reported that there was resistance during advancement of the xience nano to the moderately tortuous, mildly calcified target lesion in the predilated first obtuse marginal artery. A non-abbott catheter extension was used to help the xience nano cross the totally occluded, target lesion. After deployment of the xience nano at 6 atmospheres (atms) in the target lesion, the patient experienced a vessel perforation. A 2.25 x 12 rx trek was used to provide balloon inflations and seal the perforation with the first inflation at 6 atms for 196 seconds and the second inflation at 6 atms for 1,886 seconds. The patient experienced chest pain during these balloon inflations, but the chest pain resolved after balloon deflation. The physician was satisfied with the results. There was no adverse patient sequela. There was no additional information provided.